Event description:
According to the reporter: the pt was in the prone position and the doctor's repositioning for more cervical extension, one doctor holding head at frame, adjusting table attachments when head clamp mechanism did not hold clamp swivel causing the laceration. The locking mechansim failed.